Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for a (B)(6) female patient diagnosed with persistent ectopic pregnancy and rheumatoid arthritis (the recent rheumatoid factor result was 150 iu/ml). The last menstrual period was (B)(6) 2021, (B)(6) 2021 b-ultrasound results 0.7 cm behind the sarcoid, there was a slightly strong echo group, the size of 1.0x0.8x0.7cm, opinion: intrauterine cavity, wait for the echo ensemble (uterine submucosal fibroids?). Consider biochemical pregnancy. (B)(6) 2021 ultrasound results endometrial thickness is 0.8 cm, first-class echo lumps are seen inside, the size is 1.0x0.8x0.7cm, opinion: echo-echo lumps in the uterine cavity (endometrial polyps, submucosal fibroids). The patient also took mifepristone medication in the middle. The following results were provided: (B)(6) 2021 31.42 miu/ml, (B)(6) 2021 89.78 miu/ml, (B)(6) 2021 32.68 miu/ml, (B)(6) 2021 32.79 miu/ml, (B)(6) 2021 32.52 miu/ml, (B)(6) 2021 42.82 miu/ml, (B)(6) 2021 40.27 miu/ml, (B)(6) 2021 42.75 miu/ml, (B)(6) 2021 35.65 miu/ml, (B)(6) 2021 40.58 miu/ml, (B)(6) 2021 44.80 miu/ml, sample repeated on another instrument for troubleshooting and the result was 52.84 miu/ml (dilution 1:2 was 41.43 miu/ml, 1:4 was 41.82 miu/ml, 1:8 was 40.53 miu/ml, 1:16 was 40.40 miu/ml), (B)(6) 2021 49.77 miu/ml, (B)(6) 2021 urine hcg was negative. Roche platform result was <2 miu/ml and 0.1 miu/ml (reference range <3 miu/ml), beckman result was 0.63 miu/ml (reference range <2.93 miu/ml), two types of colloidal strips were used, and one was negative and the other was positive. No adverse impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search determined normal complaint activity for the lot. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot 27541ud02, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect total ss-hcg reagents in the field was reviewed using worldwide field data. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). Labeling review concluded that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect total ss-hcg reagent lot(s) identified in this complaint.